Event description:
Device 2 of 4. Reference MFR report #s 1627487-2011-00884, 1627487-2011-00886, and 1627487-2011-00887. The pt received an scs system including an ipg, two percutaneous leads from different lots and two lead anchors. It was reported that the pt developed abscesses around her ipg site and her spinal incision. One abscess was 8.5 cm in length, and the other was 4.9 cm in length. Cultures were taken; however, the results have not been provided. Details regarding pt treatment were not provided. The pt is reportedly recovering, and her scs system remains implanted.

Manufacturer narrative:
Method: the device and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.